Event description:
Customer reported device base unit is smoking and flaming. Customer stated the pins are black and the unit is melted. Meter does not appear to have ever been cleaned. Customer stated not knowing the cleaning policy. No treatment was received. A request was made for return product and replacement product was sent.